Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds. The patient also experienced phrenic nerve stimulation. The lead was not used and a new lead was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).